Manufacturer narrative:
The initial reporter stated that explant would have been returned to medacta international sa for investigation. To date, medacta did not receive the item back. The complaint has been closed. In case of return of the item, a follow-up report will be send to FDA. On 23 august 2017 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: radiographic images show the presence of a loosened insert fixation screw occurred 1 year after primary tka. This event may be caused by insufficient torque but the real cause can't be determined. Immediate removal is strongly recommended. During arthroscopy visual inspection of articular surfaces can be performed in order to evaluate possible damages. No negative consequences should be expected for the insert fixation in absence of the safety screw. On 13 june 2017 the r&d project manager performed a preliminary investigation based on radiographic images and the pictures of the explanted components, and commented as follows: radiographic images show the presence of a loosened insert safety screw occurred 1 year after primary surgery. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. During arthroscopy to remove the screw, some dents and scratches have been noted on the articular surface of the tibial insert, both on the medial and the lateral articular surfaces. They were most likely caused by the screw that, once out from its seat, was interposed between the articular surface of the femoral component and the tibial insert. As consequence, the screw looks damaged in its threaded part, with plastic deformation of the thread. It was so decided to change the liner as well. Even if the femur present some scratches on its articular surface, it was deemed not necessary to review any other components. Batch review performed on 12 june 2017. Lot 153533: (B)(4) items manufactured and released on 08 october 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
On (B)(6) 2017 the patient had loose tibial screw removed from joint arthroscopically. On (B)(6) 2017 the liner was replaced as well due to the damage from backing out of screw. Locking screw was not used on replacement insert. The surgery was completed successfully.